Event description:
Patient reported "capsular contracture, baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". Patient undergone capsulectomy. The device was re-implanted. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Unreporting the code for use error a2303 (improper or incorrect procedure or method) because "put the same implant back" has a different date of occurrence and b12.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade unknown". Healthcare professional later reported "capsular contracture baker grade iii". Patient undergone capsulectomy. The device was re-implanted. This record is for the left side. The device remains implanted.